Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error of reusing disposables, which was described by the patient. The home patient replaced the cassette but had reused supplies in response to a check heater line alarm. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 1. Per the initial report, home patient (hp) had reused a supply bag. The hp stated she changed out only the cassette. The technical service representative (tsr) explained to the hp that the setup was compromised due to disconnecting and reconnecting the bags. The technical service representative (tsr) advised the hp to start over with new supplies. Global product surveillance contacted the peritoneal dialysis nurse (rn) on (B)(6) 2011. The rn stated that she saw the hp on (B)(6) , 2011 and the hp was doing fine. The rn stated that she would talk to the hp about reusing supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was unavailable at this time and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.